Event description:
It was reported that the patient experienced a medical complication/injury. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received indicating the rv lead impedance was trending up and the lead integrity alert (lia) triggered. There was no medical complication or injury to the patient. No patient complications have been reported as a result of this event. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, implantable cardioverter defibrillator, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2007. (B)(4).